Event description:
Left siderail will not stay up.

Manufacturer narrative:
A hill-rom technician repaired the siderail mechanism, no parts were used. He conducted a functional test and unit began to function as designed. Returned unit to service.